Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during set up and inspection for use (in the room / before patient in room), of the flex deflectable videoscope, for an unspecified procedure, a noisy/red image was displayed. There was no patient injury involvement, and no harm was reported as a result of the event.